Manufacturer narrative:
At the time of this report no product was received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was the wire sheared off so the wire broke off in the patient. They were able to get the wire out. They did not use another of the same device to complete the procedure. The patient is fine. There was no complication. This wire was used in conjunction with the jetstream atherectomy device.